Event description:
The customer reported that the system crashed (locked-up) during an exam. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation and pulled all the log files. No conclusion can be drawn as further repair info is unavailable at this time.